Event description:
The rptr stated that she did a meter to hcp meter comparison. The tests were more than one hour (less than two) apart. The meter reading was 95 mg mg/dl, and the hcp meter result was 160 mg/dl. The rptr did not have any symptoms. She stated that she had not inserted the test strip firmly. A control solution test was not done due to unavailibility of supplies. On followup, after out of range control solution results (used expired solution), the rptr had a second meter to lab test comparison. She reported back that her meter test was 152 mg/dl and that the lab test was 194 mg/dl.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8